Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The anterior skim cut guide (for anterior referencing) was unable to be locked onto the mis femoral alignment guide once the height was adjusted. Surgeon mentioned that the hexadrive aspect of the bolt felt like it was rounded out and it could not be screwed tight with the 1/8 hexadrive screw driver.